Event description:
It was reported on june 29, 1999 that on a 3 month follow-up on a bladder neck suspension procedure, the female patient complained of voiding difficulties and urinary retention. It was reported that the patient was required to intermittently self-catheterize herself. The patient is having ongoing treatment. No further information was available. Patient's condition is unknown. No product is being returned for evaluation.